Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump with case attached. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and pneumatic tap, removed misplaced o-ring, cleaned area, and then filled and loaded new cartridge with guidance from technical support, successfully snapping cartridge into place, and customer chose to complete remaining steps independently with plan to call back if issue persisted.